Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the system and confirmed the stated issue. A quote for replacement of the power management board was issued. To date the customer has not accepted the quote.

Event description:
The hospital reported that, during pre-use checkout, the unit shut down automatically. There was no reported patient involvement.